Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a "low oxygen supply pressure" error message while testing the unit on the related complaint. He connected the electronic patient gas system (epgs) to a system 1 simulator, a central control monitor (ccm), attached oxygen (o2) and air at 50 pounds per square inch (psi) entered a perfusion screen on the ccm and the error message was instantly displayed. 5.82 liters per minute (l/min) was displayed on the ccm when there was no air flow. The measured output voltage on the internal flowmeter was 2.07 volts at zero flow. Five volts is the expected output voltage of the internal flowmeter at zero flow. Per supplier evaluation, the unit was received reading 7.29 standard liters per minute (slpm) at zero flow. This erroneous flow reading by shift in differential sensor adc count shift from value of 9980 at the time it left the factory to value of 34642. As a result, as found flow data failed with high flow readings. All other values were within acceptable range. Offset voltage output across differential pressure sensor reading 61.1 millivolt (mv), well outside normal range and the cause of the adc shift that caused error in flow readings. The sensor was opened up and wire pull test performed. Several loose wire bonds found, which likely accounts for the high differential pressure offset value. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2019-00038.

Event description:
It was reported that during routine testing of the device at the service center, there was a 'low oxygen supply pressure' error message when a perfusion screen was entered. There was no patient involvement.